Event description:
It was reported by a pt's mother that the vns pt experienced an increase in seizure frequency due to unk reason. At the moment, current interventions taken by the treating neurologist were to increase the medication, and the pt's generator was replaced due to end of service. Good faith attempts to obtain add'l info from the treating neurologist and product return have been unsuccessful to date.